Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the MFR of a pt outcome reported as pt expiration due to multi system organ failure. No other info was provided.

Manufacturer narrative:
The MFR is attempting to acquire the device and add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.